Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking, he pump's usb port was bent resulting in difficulties charging the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.